Event description:
It was reported that the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 4-24 hours of pod wear on the abdomen. It was further noted that the infusion site exhibited some bleeding and redness upon removal of the pod. There was no medical intervention reported in relation to this event. The device was returned for investigation, and an external cannula tear was identified.

Manufacturer narrative:
The pod was received fully deployed. During fluid path testing, an external tear was observed. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed external tear contributed to the reported failure to deliver insulin. No evidence of bleeding was observed on the returned device. Inspection of the device found no damages or defects that would cause bleeding. No problem was found. No damages or defects were observed that could have contributed to the reported skin irritation event at the infusion site. The formed needle was inspected under magnification. No damages or defects were observed. The cause of the reported skin irritation event at the infusion site could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone18.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.